Event description:
Patient's knee gave out causing pain and dislocation of their knee. X-rays revealed that the tibial hinge component had fractured, which required surgical intervention. During the revision, the tibial poly spacer was also revised and was identified as damaged.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The tibial hinge component was returned for further analysis and this report will be supplemented when further information is made available. Supplement the tibial hinge component was returned and it was confirmed that the casted tibial hinge base post was fractured. A dimensional analysis was performed and confirmed that all features able to be measured for the casted tibial hinge base met specification, but the poly bumper and poly bushing subcomponents did not meet specification. These subcomponents were steam sterilized, post-revision surgery for cleaning, which alters the dimensional properties of polyethylene, which likely resulted in the subcomponents being out of specification during the analysis. Also, based upon the DHR review, these subcomponents met specification during manufacturing. Ultimately, the implant was found to be conforming during the initial surgery based upon the device history record. The failure of the tibial hinge component could not be attributed to the manufacturing of the device or a nonconformance.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The tibial hinge component was returned for further analysis and this report will be supplemented when further information is made available.

Event description:
Patient's knee gave out causing pain and dislocation of their knee. X-rays revealed that the tibial hinge component had fractured.